Event description:
The patient had vns generator replacement surgery on (B)(6) 2013 due to the battery being depleted. During surgery, it was noted that it looked like there was a possible lead fracture about halfway down the lead body. The explanted generator and lead were returned to the manufacturer. Attempts will be made for additional information.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed.review of manufacturing records confirmed the device met all final testing specifications prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.